Event description:
It was reported that during a right side of the colon procedure, the device shaft was heated and the intestine became discolored. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.